Event description:
See also manufacturer report 3004209178201004215. The patient experienced dyskinesia when using tens. Further information is being requested from the hcp.

Manufacturer narrative:
(B)(4). Late MDR is due to implementation of process improvement.